Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer set the insulin duration and max bolus setting incorrectly. Tandem technical support guided the customer through adjusted the insulin duration and max bolus settings. Customer's blood glucose level was 178 mg/dl.